Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment and particularly favors moist areas. Therefore, the cause of the patient¿s peritonitis can be attributed to contaminated water from the patient¿s shower head, as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported they had peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of pseudomonas. The patient was treated on an outpatient basis with intra-peritoneal (ip) ceftazidime and vancomycin (per clinic protocol). The patient continued pd therapy with the same cycler initially. Per the nurse, the patient needed to have the pd catheter pulled but the patient could not get an appointment for a hemodialysis catheter. The patient was then transitioned to hemodialysis for renal replacement needs. The patient is recovering. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the event. The nurse stated the patient¿s peritonitis is attributed to contaminated water via their shower head.